Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed and it needs to repair. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer inspected the station and found no failures upon arrival. Hardware test application (hta) diagnostics testing showed tower door 4 latch 3x operating with the door open. The latch column was removed, and conductive grease was applied to all latch harness connections. All harness connections were tightened, and the door controller harness connectors were cleaned. The system functioned as intended after the field service engineer repaired the device.